Event description:
I had a total of three inguinal hernia surgeries for the same problem. In the first surgery, I had the repair done using a marlex mesh in (B)(6) 2008. Then problems started to occur such as unusual bruising, shooting pain to the testicle, reduced sperm volume, mild fevers, extreme weakness, bowel problems, burning, rash, and hives. I had made several visits to many specialists that included the surgeon who performed the operation, other surgeons -3-, urologists, neurologist, dermatologist, and emergency room -2-. According to many general surgeons which I seen they said; "the mesh is the gold standard of today's hernia surgery". After living in pain and on many types of medications for 2 yrs I found a surgeon who agreed with me that this is the mesh causing my symptoms. I got first mesh removed (B)(6) 2010. According to the report inflammation was present, and mesh had grew it self around the vas-defern -sperm cord-. Immediately after the surgery I felt good! The pain was gone! Other symptoms were almost gone! I thought the mesh is completely removed and I don't have any foreign body inside me! Then I found out I was wrong! The second doctor without telling me had implanted another mesh. I was told by this second doctor 2 days after surgery that I have a gore-tex mesh which will not give me any problems. I took that advice and went back to my regular life. After like 2 months after the second surgery I started to experience to be tired and weak again. Later mild fever came back, bruises, and the mesh started to cause pain when I was standing up or coughing. I was sure the mesh was the problem. I found a third doctor who had been experienced hernia specialist who repairs hernias old-fashion way without the mesh. Just in case I had a place to go if my symptoms would get worse. Like after 8 months after the second surgery some parts of my body started to burn -stomach, lungs, mesh area-. I started experiencing a caught which will would not go away. I contacted the third doctor and had a third surgery on (B)(6) 2010. In this last surgery, the mesh had been completely ex-planted and my repair was completed old-fashion technique using sutures. The third doctor had told me the mesh area had inflammation present. He also maintained that the second doctor should not have placed a second mesh when body is rejecting the first mesh. Today I know that it has only been two months, but I feel great! I have no more problems and I feel nothing under my skin in the hernia area. I feel like I got my life back! Please consider recalling some of these meshes. Also please require general surgeons to be trained in mesh explanation and old-fashion repairs. I know that some doctors lack experience of these two procedures which could be life threatening. Thank you. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: diagnosed indirect inguinal hernia. Diagnosed inguinal hernia mesh rejection. Event abated after use: yes.